Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that as of now the patient was able to recharge her device to full reporting she saw a full battery icon with swear drops yesterday afternoon. The patient is running her stimulation as she normally would, and will call the rep when it needs to be recharged again. The patient has not provided a further update at this time. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient had more than a quarter implantable neurostimulator battery and within the time that tit took him to run impedance and check the implant, when he exited his session, the implantable neurostimulator battery had depleted to no therapy available. Impedances were around 900-1000 ohms. The patient indicated that a full battery is only lasting a day. The patient has not had any overdischarge recently. The recharge interval shows 15.37 to 18.13 days. The patient¿s settings were as follows: amplitude of 3.4 volts, pulse width of 300 microseconds, rate of 60 hertz, and an estimated 700 ohms for impedances with 1 anode and 1 cathode. Amplitude of 1.3 volts, pulse width of 450 microseconds, rate of 60 hertz, and an estimated 700 ohms for impedances with 2 anodes and 2 cathodes. The patient was using the therapy 24/7, and the recharge interval was showing 15.37 to 18.13 days. The patient first noticed the rapid battery depletion starting in (B)(6) 2020. There were no further complications reported.